Manufacturer narrative:
Device evaluation, one cassette and four pictures received for investigation. Photo one and two show a close-up of the inline filter where a drop of fluid is observed extruding from the filter's air vent. Photo three shows a cassette connected to a pump; the extension set is not observed on this photo. Photo four shows the label for an extension set. Functional test performed and no fluid leak was observed at the air vent from the inline filter. The reported failure mode, leaking, is confirmed. There was a leak possible tubing related just want to ensure pump is working properly. Chemo spill on pumps was cleaned by customer. No patient injury. No additional information available. Based on the analysis performed on the returned unit, and review of the mitigations performed during the manufacturing process, the root cause cannot be associated as a manufacturing process caused.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the extension set leaked. No patient injury reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1,g2 email is: (B)(6).